Event description:
Boston scientific received information that this patient reported intermittent tones from this device while the patient wore a magnetic name badge. The device was later interrogated at a follow up, and no error codes or issues were noted, and the physician reported a normal device check. However, it cannot be refuted that the tones signified an interaction with the device that may would have inhibited device therapy for a period of time. No programming changes were needed and the patient will wear the magnetic name badge away from the device. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.